Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection reported damage to the outer case. The functional assessment was able to confirm that no false alarm notification was present on the internal event log. Further investigations could not be performed as the device was returned with internal contamination. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The IFU offers further guidance with respect to troubleshooting the reported event. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the client was treating a dehiscence in the region of the sternum with medium foam kit, touch 300ml canister. The machine immediately gave a full canister alarm. The client changed canisters twice and the alarm was maintained. Finally the customer got another renasys touch, keeping the material that was applied and the alarm was resolved. No patient harm reported.